Event description:
During attempt at epidural anesthesia, using a 24ga, 3-1/2in. Another country pencil point spinal needle by poretex, part of spinal anesthesia tray by smiths medical, the tip of the spinal needle broke off in the pt's back. A second tray was opened and the tip of the second needle bent in the same fashion as the first. The second needle did not break off and the pt was not harmed. An approximately 1 in. Needle tip was removed from pt's subcutaneous tissue in her back the following day in a 5 min. Surgical procedure in the or and the pt recovered uneventfully. Both of these needles bent in the same way, approx 1 in. From the tip of the needle at about a 45 degree angle. The anesthesiologist noted that the needle bent sharply instead of bowling like usual when a needle is manipulated to guide through the vertebral structures. The needles also bent in the subcutaneous tissue and not down in the vertebral area. The needle tip was retrieved. Smiths medical was notified 06/19/07 of the product issue.